Event description:
It was reported that the peep set value compared with measured peep value was deviating 4-5 cm/h2o. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The complaint investigation is based on received information from our distributor and evaluation of the device logs that were sent to us. The customer/hospital did not request any service and solved the issue by themselves by replacing the expiratory pressure transducer printed circuit board. The replaced part was discarded by the customer/hospital. The event date is not given and the received logs cover the period between (B)(6) 2017 (17:24) to (B)(6) 2017 (14:52). The logs confirm that the ventilator failed the pressure transducer test during pre-use check on (B)(6) 2017. The logs also show that independent from the peep settings, the device generated alarms for a low peep condition. Based on the information in the device logs it is our conclusion that the issue is likely related to a drifting pressure transducer on the printed circuit board. The root cause was not further established, due to lacking of goods/part. A peep (positive end expiratory pressure) value lower than set by the user, is not likely to harm patient. Proposed solution for a drifting pressure sensor is to replace the expiratory pressure transducer printed circuit board.

Event description:
Manufacturer ref. #: (B)(4).